Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing during an atrial fibrillation episode. Additionally, low amplitude and undersensing was observed on the right atrial channel. Reprograming of the system and further evaluation of the patient were discussed. This device remains in service. No further adverse patient effects were reported.